Event description:
It was reported that externalized conductors were observed via x-ray. No electrical anomalies were detected. Lead will remain implanted.

Manufacturer narrative:
No medwatch form was received.